Manufacturer narrative:
(B)(4) initial report. The explant is being returned for analysis. Patient medical history has been requested in order to progress with the investigation. The post primary and pre-revision x-rays have been received and will be included in the investigation. Device manufacturing records to be reviewed for the femoral head and acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet cup revision, left side after 10 years.